Event description:
One patient sample with free t4 results that don't fit with clinical picture. Initial result 24.4 pmol/l, repeated 19.2 pmol/l on different analyzer, different methodology. No adverse event reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.